Manufacturer narrative:
An investigation was conducted for the reported complaint in which the user reported that their smartphone ((B)(6)), was not compatible with the freestyle librelink app. Per the product information website, the (B)(6) orbit device does not support near field communication (nfc) which is required to scan the libre sensor. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the freestyle librelink website in countries where the product is launched. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the librelink application was incompatible with his smartphone, and as a result was unable to pair his sensor to obtain glucose readings. The customer became jittery, disoriented, and subsequently lost consciousness. The customer was treated with "squeeze cake icing" by a family member. There was no report of death or permanent injury associated with this event.